Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms from a box of infusion set. Customer's blood glucose was 520 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Troubleshooting could not be performed as this was a past event and customer discarded of all products.